Event description:
Customer reportedly received results of 238 mg/dl and 120 mg/dl within 2 minutes on the nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device will not be returned.